Manufacturer narrative:
(B)(4).

Event description:
(Os 17.033). The dentist reported that after the dental implant was installed in intraoral region #19 and it was verified its non osseointegration. The dental implant was installed in bone type ii and immediate load was not performed. The patient had periimplantitis, infection, pain and inflammation.